Manufacturer narrative:
The customer issue of elevated platelet results was resolved after bleach cleaning and performing a 6-month calibration which was due at the time of the incident. In addition, it was noted that there was no service planned: preventive maintenance history on the instrument for 3 years (2013-2016). Customer complaint data was reviewed and no adverse trends or abnormal complaint activity was identified. The cell-dyn emerald operations manual was reviewed and was found to adequately address the issue. Based on the available information the investigation determined that instrument maintenance was a possible cause for the elevated platelet results. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the cell-dyn emerald analyzer generated elevated platelet results. One patient sample generated a platelet result of 1,040,000/ul. The sample was sent to a reference lab and a result of 571,000/ul was generated. Two additional patients generated elevated results which the customer questioned. Patient 1: a platelet result of 1,030,000/ul was generated. Patient 2: a platelet result of 949,000/ul was generated. Repeat data was not provided for these two patients. There was no report of impact to patient management.